Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 05 april 2025,senseonics was made aware of an incident where user reported a low glucose event on 5-apr-2025 around 5:30 am where user's sg was sg 72 mg/dl and bg was not taken.after dms review, we confirmed on 5-apr-2025 at 5:32 am where user's sg was 72 mg/dl and bg was not entered.after dms review, we confirmed that the user didn't receive a low glucose alert at the time of event because the sg didn't go below the alert level, but we also confirmed that a few minutes later after the time of event provided, the user received a low glucose alert at 5:42 am et when the sg reached 60 mg/dl, which is why the user treated herself by eating something sweet. The user didn't seek for medical treatment.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported a hypoglycemia event, which happened on (B)(6) 2025 at 05:30 am. The user reported that sensor glucose (sg) value was 72 mg/dl and blood glucose (bg) value was not measured. The user mentioned receiving the low glucose alert on the mobile device and also through transmitter vibration. A review of the data management system (dms) confirmed the user reported glucose values. The low glucose alert was set at 65 mg/dl. At 05:42 am, the sg value went below the alert level and at that time the system asserted a low glucose alert. The user was able to self resolve the event by eating sweet. Since the system performed as intended by asserting appropriate alerts, no further investigation was found necessary for this complaint. B4. Date of this report 19 may 2025. G3. Date received by the manufacturer? 19 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 2993. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.